Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They had changed the site. They removed the infusion set and the cannula was bent. The customer¿s blood glucose level at the time of the incident was 388 mg/dl. The customer¿s current blood glucose level was 429 mg/dl. They treated with a manual injection. Troubleshooting was performed and insulin exited without incident. The device will be returned for analysis.